Event description:
Multiple sample tubes were dropped by a versacell sample management system prior to and after sampling by the analyser. The contents of one sample were lost prior to being sampled. The customer alerted the physician that the sample was lost, however, it is unknown if the patient was redrawn as this is a reference lab. There are no reports of patient intervention or adverse health consequences due to the dropped tubes. The operator cleaned the spill wearing appropriate personal protective equipment and no injury or exposure was reported.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse observed that the barcode labels were sticking to the gripper, causing tubes to stick to the gripper upon opening. The fse cleaned the gripper fingers. The cause of the dropped tubes was labels sticking to the versacell gripper. The instrument is performing within specifications. No further evaluation of the device is required.